Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently responding to button presses. The reporter confirmed that there were no tears of peeling to the keypad however, the reporter stated that the keypad button symbols were worn. The patient reportedly wore the pump in a pump case in a pocket and did not clean the pump. This report is made based on the allegation of the keypad button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm or duplicate unresponsive/intermittent keypad issue. All keys are functional and responsive. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. No issues found.